Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 330 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 hours later the issue resolved and no permanent damage. It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.